Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a coronary procedure using a balance middleweight (bmw) universal ii guide wire the distal tip was stretched and unwound and very close to separating. The guide wire was removed from the anatomy and there was no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported stretched and the reported break was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during the procedure interaction with the anatomy/other devices and/or manipulation of the device resulted in the reported/noted damages (stretched coils, tip break/core detachment, kinked ribbon). There is no indication of a product quality issue with respect to manufacture, design or labeling.